Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 11/03/2015, belt: 02/27/2015.

Event description:
A us distributor contacted zoll to report that a patient had passed away in the hospital while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recordings, the device was started up at 14:38:59 on (B)(6) 2021. An arrhythmia was detected two times from 17:08:09 to 01:17:09. The patient was in sinus bradycardia at 50 bpm with nsvt. Nsvt contributed to the false detection. An arrhythmia was detected at 02:00:31. The patient was in sinus rhythm at 60 bpm with motion artifact and pvc's. Motion artifact contributed to the false detection. Per the continuous ECG recording, the patient was in sinus rhythm at 70 bpm transitioning to an idioventricular rhythm at 90 bpm from approximately 02:09:31 to 12:34:39. An arrhythmia was detected at 12:36:11 while the patient was in vt at 150 bpm, slowing to an idioventricular rhythm at 80 bpm. Gel was released at 12:37:10. The device properly detected vt, however the rate fell below the threshold for treatment. The patient was in vt at 100 bpm, degrading to vf with varying amplitudes from approximately 12:38:17 to 12:41:43. Varying amplitudes and low amplitude cardiac signal prevented the lifevest from entering the detection sequence. At approximately 12:41:45 the rhythm transitioned to an idioventricular rhythm at 50 bpm, degrading to asystole. Asystole was detected seven times from 12:42:49 to 12:47:43. An arrhythmia was detected at 12:54:19. The patient was in asystole with electrode lead falloff. Oversensing of low amplitude cardiac signal contributed to the false detection. The electrode belt was disconnected at 12:55:49 on (B)(6) 2021 while the patient was in asystole. The patient passed away on (B)(6) 2021.